Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The unit failed when it was installed on the test system. The power led turned red, and bipolar led could not be turned on. Cut and seal of the instrument could not be performed on the e-100 generator.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the system had non-recoverable error occurred on e-100 integrated electro surgical unit (iesu). The power button and bipolar leds were red. The customer had power cycled e-100, performed hard power cycle and reseated the power cord, but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to utilize iesu with the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure and ports were placed. The customer was not able to continue using e-100, therefore switched to iesu. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable error, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported non-recoverable error and replaced e-100 iesu to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.